Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the spring on the cpc connector was jammed, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that during a freedom driver switch to a backup driver, the spring in the cpc connector (on the driver side) got jammed. The customer also reported that the patient was switched to the backup driver without adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a displaced spring was not able to be confirmed as the spring inside the right (female) cpc connector was removed by the site in order to get the connector to release. Although a definitive root cause for the reported spring displacement could not be determined, the spring most likely became displaced within the housing during a previous driver switch when the wire tie was inserted or removed. Clinicians and patients are trained to thread a wire tie beneath the thumb release tab of the cpc connectors to prevent accidental disconnection of the cannulae from the drivelines. Syncardia has a corrective and preventive action (CAPA) for this issue.. Syncardia has completed its evaluation and is closing this file. Ce 4656 follow-up report 1.